Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a trauma arrest patient (age & gender unknown), the associated defibrillator failed to discharge using these internal handles. Complainant indicated that the clinician obtained another set of internal handles to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2017-01932 for a similar event reported from the same customer.

Manufacturer narrative:
The internal handles were returned to zoll medical corporation for evaluation. Testing of the internal handles by discharging different joule settings while stressing the cable in different areas was not able to duplicate the customer's report. The internal handles passed visual inspection and all final system level testing. The handles were recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.